Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's radius was revised due to the head disassociating from the stem.

Event description:
It was reported that patient's radius was revised due to the head disassociating from the stem.

Manufacturer narrative:
The reported event that lateral assembly, radial stem implant, size 4 was alleged of 'component loosened' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.